Event description:
It was reported that the patient was at an appointment for reprogramming and high impedances of greater than 10,000 ohms were found on electrodes 8-15 during an impedance test. A lead revision was planned, but was not scheduled at the time of the report. It was noted that the ride side coverage was unable to be captured. The patient experienced pain in the right side. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the returned lead model 3777-60, lot # va0223a023 showed that all of the conductors were broken 20.4 cm from the distal end at or near the anchor site. The outer insulation was pinched at the conductor break site and the stylet coil was crushed. All of the circuits were opened and no short circuits were observed.

Event description:
Additional information received reported that the high impedances did not resolve. The cause of the impedance issue was due to a fracture in the lead. The issue was device related. High impedances were found. Reprogramming and an x-ray were performed. The patient had not recovered and the issue was on-going. The patient was scheduled for a lead revision on (B)(6) 2014. After the patient¿s revision was performed, the patient was found to have a fractured right lead. Additional information received reported that the impedances of greater than 10,000 ohms were found on the entire right side lead. The patient¿s lead was broken and was replaced. The patient recovered without sequelae. The patient was receiving adequate coverage postoperatively.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.